Event description:
Baxter japan received a report that a 0.5 ml/hr basal/bolus infusor overinfused during patient use. The device was connected to a 0.5 ml patient control module (pcm). The patient pressed the pcm button "about six times." The expected infusion rate was therefore 9 ml over 12 hours, or 0.75 ml/hr. The total fill volume of 20 ml was infused over the course of 12 hours. This implies a 1.67 ml/hr flow rate, which is 220% of the expected flow rate. The device was filled with a solution of 0.5 ml droperidol, 12 ml fentanyl citrate, and 7.5 ml normal saline. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 19.2 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate, basal = 0.4497 ml/hr, bolus = 1.88 ml/hr. Normalized flow rate, basal = 0.4610 ml/hr, bolus = 1.93 ml/hr. Specification range, basal = 0.4375 - 0.5625 ml/hr, bolus = 1.75 - 2.25 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This is a product not distributed in the us and does not have a 510k number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.